Event description:
On (B)(6) 2013, the distributer contacted animas stating that the pump was totally ¿dead¿ and the screen was blank. The pump reportedly alarmed when the patient went swimming and the pump screen was filled with water. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 09/17/2013 device evaluation: on examination, there was visible moisture behind the display lens. Leak testing revealed a crack in the case below the bottom of the keypad. On investigation, the pump failed to power on and was unresponsive. The display remained blank and there was no auditory or vibratory function. The pump was opened for investigation and revealed evidence of moisture contamination throughout the inside of the pump.